Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "customer not on site, says they had a ventilator with various error codes." No clinical signs, symptoms or conditions. Problem identified during non-clinical procedure.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: d4 UDI, serial number and h4 manufacturing date, are not provided because of missing information/insufficient information.